Event description:
In a literature report, a surgeon reported discoloration and glistenings following intraocular lens (iol) implant surgery. He stated the iols contained glistenings of various concentrations. He reported the discoloration of the monofocal iols was not as heavy as the multifocal iols and the discoloration was confined to or around the glistenings. He reported the multifocal iol discoloration was so dense it could not be determined whether it was confined to the glistenings. The surgeon reported the blue light-filtering agent in the iols may be responsible for the glistenings. He stated most pts had comorbidities such as glaucoma and macular degeneration, making assessment of visual function difficult. There are three medical device reports associated with this event. This report is for the unk iols.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined from the investigation. Additional info was requested on (B)(4) 2012 by fax, phone and mail. A completed questionaire has not been received. Milauskas, a.t. (2012). Brown discoloration of acrylic multifocal, monofocal, and blue light filtering iols. Journal of cataract and refractive surgery, 38, 176-177. (B)(4).